Event description:
Customer reportedly obtained results of 33mg/dl, 133mg/dl, and 148mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No strip information was provided and no quality controls were used. Requested return of suspect device and replacement was sent.